Event description:
Boston scientific received information that this left ventricular lead was implanted in this patient who had difficult anatomy. The lead was placed with resulting good numbers. The lead then dislodged and was repositioned. The pocket was then closed. Shortly after, the lead was noted to have dislodged for a second time. The pocket was re-opened and the lead was explanted. The patient received an epicardial lead at a later date. There were no adverse patient effects reported. The lead was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. The lead tip and tines had no visible signs of damage or defect that would have lead to dislodgement.